Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer had administrated a manual correction injection to address bg. Customer was also provided with fluids by the paramedics. Troubleshooting with tandem technical support indicated that pump settings were functioning correctly. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
Section a2: corrected. Section d1: corrected. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the infection could not be conclusively determined through this evaluation. Review of the submitted log files confirmed a low flow alarm; however, a specific cause for the alarm could not be conclusively determined. The submitted controller event log file contained events from 12may2024 through 20may2024. A transient low flow hazard alarm was captured on (B)(6) 2024. Of note, elevated pulsatility index (pi) values were observed during the low flow event. No other pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including infection. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Additionally, this section and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.